Manufacturer narrative:
Our distributor has evaluated the returned unit. Per photos and explanation provided by the user and evaluation of the returned unit, it appears that the centrifuge rotor was not properly tightened down. This allowed the rotor and rotor top to move up the rotor shaft. This caused friction so that the unit did not reach the set speed; therefore, the timer did not count down and the unit continued to run. The wobble created by the improperly installed rotor then caused an imbalance that led to the rotor breaking and compromising the centrifuge housing. The operations manual provided by the distributor clearly states that the rotor must be tightened with a wrench, but the rotor was not tightened when they received the unit back. The behavior of the centrifuge is also indicative of the rotor not being properly installed.

Event description:
The centrifuge timer did not count down, and the unit continued to run past the set time. The centrifuge then broke apart. Pieces of plastic struck the technician. The technician sustained minor injuries and did not seek medical attention.